Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000581, serial/lot #: (B)(6), rev. C product ID: bi71000525, serial/lot #: (B)(6), rev. C product ID: bi71000526, serial/lot #: (B)(6), rev. C h3: the system was serviced and new boards were installed and the system performed as intended. Analysis was performed on the battery chargers: (2) chargers (bi71000526 and bi71000581) had not failures identified. Evaluation codes b01/c19/d14 (1) charger (bi71000525) had a confirmed failure and found to be electrically overstressed. Evaluation codes b01/c02/d02 this regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that during planned maintenance (pm) it was discovered that the battery charging board on this system was bad and was not properly charging the batteries. There was no patient involvement.